Event description:
The complainant alleged that during incoming inspection of the defibrillator the unit would not recognize paddles. The complainant indicated there was no pt involvement with this reported event.